Event description:
It was reported that the impedance readings were high, >4000 ohms on some of the bipolar pairs. The leads had been reseated and the battery was replaced, but the system still had high impedances. The physician remove the lead, wiped it dry and reinserted it while rotating the device to verify that it was inserted fully and confirmed that the setscrews were coming in contact with the lead. Although the impedances were high, great response was seen with all electrodes. Additional information received indicated that the through testing and replacing the battery, the impedance errors were resolved and follow up with the patient showed the patient was doing well.

Manufacturer narrative:
Product ID: 3889-28, lot# va006vr, product type: lead. Product ID: 3037, lot#, serial# (B)(4), product type: programmer. (B)(4).